Event description:
It was reported that this pacemaker was explanted due to impedance issues. Reports show that the impedance gradually rose and eventually reached a high out of range impedance several months ago. The impedance suddenly returned to its baseline after reaching the high out of range value. The device was replaced. No additional adverse patient effects were reported.